Manufacturer narrative:
This report is being filed to correct the manufacturer name and address. Information and manufacturer site facility name and contact information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered 13 inappropriate shocks due to an supraventricular tachycardia (svt) rhythm with low amplitude r-waves and oversensed t-waves. Boston scientific technical services (ts) reviewed device data and indicated that smart pass was disabled due to low amplitude r-waves and a long interval that was greater than 1.4 seconds between shocks 4 and 5.. Ts recommended obtaining an x-ray of the system and performing additional troubleshooting to further understand the issue. The device was reprogrammed to alternate vector. Therapy was also turned off due to the patient's mental stress from receiving the shocks. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device and electrode were explanted without boston scientific support. As a result, the local field representative was not able to provide any further information about the incident.